Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history did not identify a lot specific product quality issue. A definitive cause for the reported mechanical issue (clip opened while locked) could not be determined. It should be noted that the mitraclip system IFU (instructions for use) states establishment of final arm angle needs to be performed after lock line removal. As it was reported that the physician did not perform the second final arm angle test after lock line removal and the gripper line was removed before clip deployment; this is a failure to follow steps (improper or incorrect method/procedure). However, there is no indication that the user technique influenced the reported mechanical issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first clip was closed, locked and deployed on the leaflet; however, the clip opened slightly and mr was noted out of the clip on the lateral side. A second clip was deployed on the lateral side of the first clip, reducing mr to a final grade of 1-2. The clip and patient remained stable post procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.